Manufacturer narrative:
(B)(6). Concomitant medical products: humeral screw kit 2 humeral screws, cat#: 00840009000 lot#: 62804769; ulnar component plasma sprayed size 4 75 mm length left, cat#: 00840001407 lot#: 62945858; articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b, cat#: 00840009400 lot#: 63006353. It was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Customer has indicated that the product will not be returned [as it remains implanted] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01568 - 015689.

Event description:
It was reported that during a left elbow arthroplasty, the patient experienced a peri-prosthetic humeral bone fracture during the implementation. Cerlage wires were used to repair the fractured bone. No additional patient concrescences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is an adverse event only. No product malfunction is alleged. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.